Manufacturer narrative:
D10: 300-01-17 - eq hum stem primary press fit 17mm: (B)(6), 320-15-01 - eq rev glenoid plate (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq revtorque defining screw kit: (B)(6), 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6), 320-20-34 - eq rev comp scrlck cap kit, 4.5 x 34mm: (B)(6), 320-20-34 - eq rev comp scrlck cap kit, 4.5 x 34mm: (B)(6), 320-20-38 - eq rev comp scr lck cap kit, 4.5 x 38mm: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, who had a left tsa, underwent a revision procedure. The patient reportedly fell and dislocated their shoulder which was reduced previously. The patient continued to report pain/discomfort. The surgeon observed that the polyethylene liner had dissociated from the humeral tray. The tray & liner components were revised with a new torque screw. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for return as they were not made available. Device images were provided. No further information. This is 1 of 2 reports.